Event description:
A surgeon reported a pt with an unexpected outcome following intraocular lens (iol) implant surgery. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on 09/28/2011 and 10/03/2011 by phone, fax, and mail. Medical records were received on 09/27/2011. A completed questionnaire has not been received. (B)(4).